Event description:
It was reported that the lead was explanted due to endocarditis. It was noted that there was vegetation or thrombus on a lead in the system. Additionally, it was mentioned that the origin of the infection was due to a chemotherapy port for breast cancer. There are no plans for replacement. No additional adverse patient effects were reported.